Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure the right ventricle (rv) ;lead was confirmed fractured. The rv lead was surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects reported.